Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing intermittent low blood glucose (bg) levels, in the 30 - 50 mg/dl range. Low bg levels were addressed by drinking juice and eating a fruit snack. Reportedly, low bg levels were due to carb ratio and basal settings needing adjustment, per customer's healthcare provider (hcp) recommendation. Tandem technical support guided contact through adjusting pump settings.